Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, it was received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify unexpected restart alarm and unresponsive button due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, unexpected restart, and audio/beep anomaly. The customer stated that the insulin pump was stuck in the basal scree for five minutes so they removed and reinserted the battery, resulting in an unexpected restart alarm. The customer added that the insulin pump was beeping and vibrating for 40 minutes, buttons were unresponsive, and that it was going through screens on its own. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 189 mg/dl at the time of the incident. The customer also stated that a frozen display was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the frozen display and unexpected alarm. The customer's blood glucose was also reported to have gone up to 257 mg/dl due to being off the insulin pump. The insulin pump will be returned for analysis.